Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Analysis of system log file does not show any errors related to the reported issue. To resolve the issue, fse restarted the system and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the machine was not switching on. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.